Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata. Devices remain implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft and two (2) limb stent grafts. Approximately nine (9) years post initial procedure, the patient presented with a growing aaa and thrombus. The physician elected to treat the patient by implanting an afx vela suprarenal below the renal arteries and an ovation ix extender as a bridge between the bifurcation and proximal extension on (B)(6) 2022. The patient is reportedly doing well and discharged at home.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the thrombosed aorta, sac growth of 26mm and additional endovascular procedure complaints are confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest distal migration of the I-20-20 c55 iliac stent occurred (amount unknown) that was not in the event as reported. These findings were discovered during an examination of the 108-month post angiogram. The most likely causation for the separation of the left limb of the afx bifurcated stent and the i20-20 c55f afx iliac limb migration is off-label use. The left common iliac artery diameter measured at 3.3x3.5cm and should be 10-23mm (off-label use). There was concomitant product use (off-label use) in the distal left common iliac artery at index, this could have contributed to the migration. Additionally, the angulation of the left common iliac artery to the bifurcation was 96 degrees, this could have contributed to the migration. The angulation and left iliac aneurysm characteristics at index are unclear. The final patient status was discharged on the first post operative day back to an assisted living facility in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. H6: medical device problem codes - remove code 3190. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft and two (2) limb stent grafts. Approximately nine (9) years post initial procedure, the patient presented with a growing aaa and thrombus. The physician elected to treat the patient by implanting an afx vela suprarenal below the renal arteries and an ovation ix extender as a bridge between the bifurcation and proximal extension on (B)(6) 2022. The patient is reportedly doing well and discharged at home. After the initial report, clinical assessment determined that there was evidence to reasonably suggest distal migration of the I-20-20 c55 iliac stent occurred that was not in the event as reported. The iliac extension migration (amount unknown) was discovered during a review of the 108-month post angiogram.